Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication. On approximately (B)(6) 2016 the patient felt a shocking-type sensation around the pump approximately four times. On (B)(6) 2016, the patient felt it once again. Follow-up was not possible as the hcp declined to provide additional information.